Event description:
It was reported that during training the connector would not attach to the pump, despite attempts to twist on the connector without the cartridge and to use a new connector; the same cartridges and connectors attached without issue to another pump used by the trainer. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond use of an alternate pump available at training and no hospitalization. Investigation included review of the event details and cross-check with a related case. Investigation of this case revealed an inability to attach the infusion set connector to the pump¿s connector interface, consistent with a device-connector compatibility or fit issue; the alternate pump accepted the same components, indicating the issue was device specific. It was concluded, based on previously established findings for similar reports, that the cause was product fit or dimensional tolerance variance at the pump connector interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.